Manufacturer narrative:
This report is submitted on august 9, 2022.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver stimulator which was surgically repaired. 2 months later the device was explanted on (B)(6) 2021. The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on september 26, 2022.